Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed and a guide break was noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the insertion angle and/or an interaction with patient anatomy during insertion or needle deployment resulted in the cuff miss and device guide break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Analysis of the returned prostyle device found the guide broken and prolapsed.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.